Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user tried to dispense dilaudid from mhncsupxk5, but the medication order had been rejected. The customer wasunable determine how the nurse was able to dispense the medication despite the order being rejected. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where nurses was able to remove a medication that was rejected in the ehr. A technical support specialist (tss) informed that unable to locate station logs and patient exceeded 90 days retention days and the case was closed. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user tried to dispense dilaudid from mhncsupxk5, but the medication order had been rejected. The customer wasunable determine how the nurse was able to dispense the medication despite the order being rejected. However, there were no delays or adverse events or injuries reported based on this event.